Event description:
The customer reported that the pyxis medstation es system had drawer failure and was not detected on the bus. Additionally, it was reported that the user was able to retrieve the needed medication from another medstation or pharmacy and confirmed that there was no delay or patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus due to the faulty retractor band. A field service engineer resolved the issue by replacing the retractor band. The system functioned as intended after the field service engineer troubleshooted the device.